Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker exhibited signal artifact monitor (sam) episodes. Technical services (ts) was consulted and upon data review noted that the events showed oversensing of minute ventilation (mv) signals and noise on the leads. In addition, discussed that the impedance measurements were also showing noise. The health care professional (hcp) confirmed that during the time of the events the patient was under a surgical procedure. Therefore, ts recommended bringing the patient to the clinic to re enable the mv sensor. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker exhibited signal artifact monitor (sam) episodes. Technical services (ts) was consulted and upon data review noted that the events showed oversensing of minute ventilation (mv) signals and noise on the leads. In addition, discussed that the impedance measurements were also showing noise. The health care professional (hcp) confirmed that during the time of the events the patient was under a surgical procedure. Therefore, ts recommended bringing the patient to the clinic to re enable the mv sensor. This pacemaker remains in service. No adverse patient effects were reported.